Event description:
It was reported that this pacemaker was taken out of storage mode and entered safety mode, and the following codes were noted: 0x12 0x12 0x1 which indicated the device had reset. The device was not implanted, and the field representative was advised to return this device for analysis. No patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Memory review determined the device recorded three errors which was the reason it appropriately moved to safety mode operation. The device case was opened and the battery was removed and forwarded for detailed analysis. Analysis was unable to confirm the root cause of the three errors and subsequent reversion to safety mode.

Event description:
It was reported that this pacemaker was taken out of storage mode and entered safety mode, and the following codes were noted: 0x12 0x12 0x1 which indicate the device had reset. The device was not implanted, and the field representative was advised to return this device for analysis. No patient involvement reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.